Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that stand movement was not possible. Review of the system log file showed that the geometry errors. Upon further inspection, the fse found that the amc triple servo drive hp-lp-lp was defected. The fse replaced amc triple servo drive hp-lp-lp. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that stand movement was not possible. There was no report of harm. Philips has started an investigation of this complaint.